Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) recharging. It was also noted that the device migrated which caused pain in the stomach. The patient underwent an ipg replacement procedure and the patient is doing well post operatively. The explanted ipg was discarded and will not be returned due to facility policy.

Event description:
It was reported that patient experienced frequent recharging and pain. Patient underwent an implantable pulse generator (ipg) revision and patient is doing well post operatively. The explanted ipg will not be returned due to facility policy. Additional information was received that the patients ipg had migrated.